Manufacturer narrative:
Lot: UDI (B)(4). Concomitant product(s): the patient¿s medications include; aspirin, crestor, ramipril, fluvirin and carvedilol. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2011, the patient underwent treatment of an abdominal aortic aneurysm with three gore® excluder® aaa endoprostheses. On an unknown date, follow-up imaging identified a suspected proximal type I endoleak with aneurysm enlargement (amount of growth is unknown). It was reported the cause of the endoleak is unknown. On (B)(6) 2016, an intervention was performed whereby an additional aortic extender component was implanted for proximal extension on the previously implanted aortic extender component. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.